Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on device history record review, no abnormality was observed during the production of the affected batches. No photo / sample was received for investigation. Root cause could not be established. The complaint will be re-opened and re-investigated when sample is returned.

Event description:
It was reported that the bd eclipse¿ needle experienced a needle that broke. The following information was provided by the initial reporter: material no: 305787, batch no: 0329119. The new 3ml syringes/needles are very flimsy. While an rn was drawing up a medication, the needle snapped off completely and stuck in the vial. I am not sure if this is the product that was substituted due to the backorder---it is a bd eclipse 3ml 25g x 1, ref 305787. It may have just been an error in use, as typically I would say that to draw up a medication I would have utilized a larger gauge needle, but since the item is packaged together she has just used it. Not sure if anyone else has had issues with these or if it was a fluke.